Event description:
It was reported that the orbital and cross arm brakes on the cardiac sys were not working properly. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Reseated the orbital limit pin and adjusted both the orbital and cross arm brakes. The sys was tested and found to be working as intended and placed back into svc.